Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the host pc was not starting. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Although the fse attempted to restart the system, the problem persisted. Upon troubleshooting fse identified an issue with the host pc cables. Fse reconnected the host pc cables. After reconnecting the cables, the system was returned to use in good working order.